Event description:
This lead was never explanted and continues to function normally. A mistake was made by the company representative. This lead was not MDR reportable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the atrial lead exhibited noise and oversensing. The lead was explanted and replaced.